Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.